Event description:
The patient reported an infection at the incision site. Additionally, the patient reported their leg was swollen, painful, red, and warm. The patient went to the emergency room on (B)(6) 2026 and the trial neurostimulator was pulled early. Antibiotics were prescribed, and as of (B)(6) 2026, the infection has cleared up and the patient is doing fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date has been ruled out. Potential causes of the report issue include: not prepping the surface of the skin with an antiseptic solution, improper surgical technique, using incorrect tools, the patient having contraindicating conditions, the patient touching or picking at the wound, and off-label use. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.